Event description:
A hta pro cerva procedure set unit was used during a hysteroscopy procedure. According to the complaint, during the heat up phase of the procedure, a fluid loss alarm went off. A tenaculum stabilizer and speculum were being used. The rate of fluid loss was 18cc/min and there was no fluid seen at the cervix. The heat up phase was continued and a second tenaculum stabilizer was used. Shortly after, another fluid loss alarm went off with a rate of fluid loss of about 18cc/min. At this point, fluid was visualized at the cervix. The procedure was aborted and the cool down phase was started. After cool down, the scope was removed and the cervix was examined. No burns were seen on the cervix at this time. The physician reported that the pt had, had a prior cervical cerclage procedure and that the pt had a patulous cervix. In order to create a better seal at the cervix, the physician stitched a purse string stitch around the cervix with an ethibond suture. The console was turned on again and the same sheath was reinserted into the pt. The physician pulled the suture tight to create a better cervical seal. The heat up phase was completed with no alarms. At about 6.5 minutes into the ablation cycle, another fluid loss alarm went off. The rate of fluid loss was about 20cc/min and the physician noticed fluid coming out of the cervix. The procedure was aborted and the cool down phase was performed. When the scope was removed, the physician noticed superficial burns on the pt's cervix. The size of the burn was estimated to be about a little larger than that of a quarter. Silvadene creme was used to treat the burn. The physician noted that no burns were seen on the vaginal wall. Although an attempt was made to obtain further f-u regarding the degree of burn, there is no further info regarding this event.

Manufacturer narrative:
The suspect device has been returned but has not yet been evaluated; therefore a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed.